Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test and reported poor pad contact. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The product was received and evaluated by zoll medical united kingdom. The customer's report was duplicated and attributed to poor pd contact caused by an opening in the shorting bar inside the pads. The one-step pads were replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.